Event description:
It was reported that during an afib procedure, when the lasso nav catheter was connected to the carto xpress system, there was immediate noise on the body surface ECG and internal cardiac (ic) signals on both carto and the recording system simultaneously. The noise on both systems were unreadable. The lasso cable and then the lasso catheter were changed. Each time the lasso was disconnected the noise stopped. Each time either the lasso cable or catheter was connected the noise returned. The physician elected to use a non-navigational lasso catheter connected directly to the recording system to complete the procedure. The following day, the users were able to reboot the carto system and tested the previous lasso catheter and everything worked fine.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, when the lasso nav catheter was connected to the carto xpress system there was immediate noise on the body surface ECG and internal cardiac (ic) signals on both carto and the recording system simultaneously. The following day the users were able to reboot the carto system and tested the previous lasso catheter and everything worked fine. The carto xpress system associated with the reported complaint was inspected by bwi service engineer the following day of the event. By rebooting the piu the issue was solved and no anomalies were observed, then, no further test was necessary. DHR review was performed and no anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi products used during the procedure: lasso nav catheter (quantity involved: 2), model #: d-1312-04-s, lot #: 15561768l; 15573378l. (B)(4).